Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced incontinence. It was reported that the patient concurrently underwent cystoscopy, hysterectomy and tubal occlusion. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced uterine bleeding, dyspareunia and stress urinary incontinence. It was reported that patient underwent mesh removal with dilatation and curettage on (B)(6) 2013 by (B)(6) due to sling erosion.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection.